Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and found that glucose was failing blank and mix check, indicating weak sample mix. Ccc determined that the mixer needed to be replaced. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced and aligned the r-skit mixer assembly sample arm and the skit sample probe assembly fl transfer. The cause for the falsely, low glu result is due to a faulty mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose (glu) and calcium results were obtained on patient samples on a dimension vista 500 instrument. The discordant results for glu and ca were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher for glu (patient ID: (B)(6)) and ca (patient ID (B)(6)). For patient ID: (B)(6), the sample resulted lower on the alternate dimension vista instrument. The repeated results for glu and ca were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, glu and ca results.